Event description:
It was reported to clinical affairs from surgeon that an edwards aortic bioprosthetic valve has been diagnosed as stenotic 11 years after implant. Patient was assesed for inclusion in clincal trial for implant of an edwards trancatheter aortic bioprosthetic valve inside the suspect valve in a valve-in-valve arrangement but was not accepted. Patient declined open avr and will not be treated.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Additiona information will be reported if received.